Manufacturer narrative:
Mfg. Lot build review: a review of the mfg. Lot build database for the reported lots recorded lot #3275468 (mfg. 06/2016) showed (B)(4) units; lot# 3293926 (mfg. 07/2016) showed (B)(4) units were mfg., tested, inspected & released. There were no exception documents generated during the lot builds. The involved dialysis tubing set-up and tego connector devices were discarded. The exact cause(s) of the reported events are unknown. Device(s) not returned.

Event description:
Int'l. ((B)(6)) complaint received concerning intermittent occurrences of air in the lines with use of unknown dialysis set-up and d1000 tego connectors. The initial information received reports there have been "multiple" events and describes one recent incident on (B)(6) as follows "... Issue is that there seems to be air leaking into the hemodialysis tubing system while the patient is on treatment causing foaming (or an accumulation of microbubbles) in the blood tubing.". The tego devices were removed, replaced and discarded. There were no reported adverse patient consequences.